Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the fluid/air exchange function did not work during a surgical procedure. The surgery was completed with the same system. There was no harm to the patient. Additional information has been requested.